Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 100% stenosed lesion being treated was located in the calcified proximal right coronary artery (rca). The maverick2 balloon ruptured at 8 atms on the second inflation. The details of the initial inflation are not known. The procedure was completed with another of the same devices. No patient complications were reported, and patient status was reported as 'good'.